Event description:
It was reported that the patient had her device removed because her leads were "faulty" and there was a possible short. Further information was requested.

Manufacturer narrative:
(B) (4).